Event description:
It was reported "while placing the instrument into the pt, the spring tip broke inside." The piece was retrieved without injury however; procedural time was extended for short time.

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation report.